Event description:
The surgeon used our variax elbow and has offered the same feedback previously about our drills. He feels that our drills become dull too quickly. He references synthes drills as more durable. He is satisfied with our drills when they are new, but not when they have been used in previous cases. For this case, the drills in the clavicle set were already used once in an elbow case. (To explain, surgeon had dull drills in his variax elbow tray so he pulled the drills from the clavicle since he knew they were the same, and he used them in a distal humerus case. They were then placed back in the clavicle set).

Manufacturer narrative:
No specific lot of a product is concerned. The feedback is concerning general possible improvement possibilities of the new variax clavicle system. The reported item is a general instrument and not a specific part of the new variax clavicle system.